Manufacturer narrative:
510k: this report is for an unknown drill guideshaft/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the screwdriver shaft and two universal drill guides broke due to repetitive use. No patient involvement and no further information. This report is for one (1) unknown - drill guides. This is report 2 of 3 for (B)(4).